Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. At this time, a repositioning sheath was inserted, and the pump was fixed. Subsequently, while engaging a guiding catheter into the rca, the culprit lesion, the patient developed severe bradycardia, and the decision was made to start CPR and introduce ECMO. During the CPR process, the pump catheter became completely dislodged into the aorta. Pci continued with ECMO support, and the patient was admitted to the ccu after treatment was completed. After a cardiovascular surgeon arrived, the cp was removed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Arrhythmia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position and became dislodged during CPR. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.